Event description:
It was reported that during a tunica vaginalis testis procedure the tape loosened itself during the procedure. There were no pt consequences reported. No product was saved for eval and no lot number was recorded. No other info is available at this time.